Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead; product type: lead. Concomitant medical products information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The pt stated they have an abandoned fractured paddle lead in their body. Pt stated their body "rejected" and they had "current leakage" so the hcp decided to remove the lead. Pt stated when the surgeon went to remove the trial lead, the lead broke in half and they left the lead in the pt's body. Pt stated "its been growing scar tissue" so they can't do a proper MRI. When asked when this occurred, the pt stated this occurred with the trial lead from the stimulator before the their pump was implanted. Pt guessed around 1997. Pt mentioned there was a mdt rep at the surgery but did not know the name of the rep. Pt stated they have a chronic issue with their spine so the current surgeon wanted to try to remove the fractured lead. Pt mentioned they had a fusion done in 2019 and the "hardware" seems to be causing nerve issues on their right side.